Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation was damaged.

Manufacturer narrative:
(B)(4). Alleged failure: cracked shaft the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, sterilization methods, and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation was damaged.